Event description:
During index procedure a dissection occurred. Dissection was treated with a balloon and a complete se stent (right sfa). 51 months post implantation of the complete se stent the patient was diagnosed with stenosis of the right sfa. A pta using a non medtronic balloon was carried out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.